Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was not powered on with button depression, test strip or usb cable insertion. Reader was connected to computer and approved software was not able to recognize the reader. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly and burn mark was observed. The reader's pcba was inspected with the thermal camera and hotspot was observed on component u6. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased reader and its printed circuit board assembly (pcba) and a burned u6 chip was observed. Reader log could not be extracted due to damage on the u6 chip, and the reader was unable to power on. Reader was not powered on with button depression, test strip or usb cable insertion as stated in previous phase investigation. Returned reader's battery voltage was measured, however results were not within specification indicating that battery has depleted. Returned reader was replaced with a known good battery and reader was able to power on with e-2. The returned reader was investigated and observed the battery charger chip (u6) to be overheating and drawing excess current. This caused the battery to drain fast and resulted in the reader not being able to be powered on. The chip was likely damaged due to an external high-power surge greater than the breakdown voltage of battery charger chip voltage tolerance. The high-power surge was likely due to the user not charging their reader per user manual. Therefore, this issue is not confirmed to use. The the cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time the cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care deviced did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.